Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that they had one catheter clog, that catheter was taken out, and the second catheter was tried. After trying to clear the clog for the second catheter, the device was no longer spraying. It seemed to have run out of co2. The thumb as placed over the red tab. The button was not held down for a long period of time. They were using the device in bursts. The cook rep clarified that the device was being used correctly. [Unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag and a biohazard bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved could not confirm the report as described. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" and position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the device nor within the device nozzle. When tested as returned the device did not spray. The button was noted to creak during the initial compressions but ceased creaking after a few compressions. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both to be positioned correctly inside the handle and the lance to be beveled. The tip of the lance was noted to be white; however, it remains intact. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion was alleged by the user. However, we could not conduct a complete investigation because neither catheter was returned for evaluation. This limits our ability to conclusively determine a cause. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.